Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after the physician noted that the patient's electrocardiogram (ECG) was abnormal. Upon interrogation, the right ventricular lead exhibited low impedance and failure to capture. The physician alleged an insulation anomaly. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction -b5- the lead was capped and replaced on (B)(6) 2020. Original report incorrectly indicated that the lead was explanted. Correction -d7- there should have been no explant date since the lead was capped and not explanted. Correction -h6- method code should be (B)(6).

Event description:
New information received notes the right ventricular lead was capped and replaced on (B)(6) 2020 instead of explanted.